Event description:
It was reported that there were concerns regarding premature battery depletion of this device and battery depletion error was displayed. Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. The device should be explanted and returned. At this time, there is no evidence to suggest that intervention has been performed. This product remains in-service. No adverse patient effects were reported.